Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which had growth of streptococcus agalactiae group b. The patient was diagnosed with peritonitis and began antibiotic treatment with vancomycin (dose unknown) intravenous (IV). Furthermore, the patient underwent removal of the pd catheter (not a (B)(6) product) and was transitioned to hemodialysis for renal replacement needs. The pd nurse stated the patient is recovering from the event and remained in the hospital at the time follow-up was performed. The patient¿s nurse could not identify the etiology for peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or other issues with (B)(6) products in relation to the peritonitis event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".